Event description:
It was reported via repair work order that the head end jack could not be lowered and was stuck raised due to malfunctioned pump pedal screws. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.